Event description:
A report was received that the patient underwent an explant procedure due to infection at the ipg and lead site. Symptoms were swelling and discomfort at the pocket site. The physician believed that the infection was procedure related. The patient was prescribed antibiotics.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.